Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to tibial loosening.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below; ¿the overall quality of the CT scan is pretty bad. The informative value is impaired by the poor quality of the images. As far as it can be assessed the tibial component looks loosened with radiolucence and some cysts, distance between the tibial and talar component is quite high. There is no sign of dislocation or breakage regarding the pe, though. The talar component also shows some radiolucence and cysts around the pegs, suggesting loosening of the component as well. The CT shows the anatomy distorted.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cysts and cavities around both tibial and talus components. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to tibial loosening.